Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer called to report that a tampon fell apart during attempted removal. Consumer stated this was the only tampon affected. She is confident that all of the pieces were removed successfully.

Manufacturer narrative:
Corrections: initial reporter phone # added; manufacturing site information was added.